Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement. Pump error 25 due to connector resistance issue. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 120 mg/dl. Advised customer to revert to backup plan. The insulin pump will be returned for analysis.